Manufacturer narrative:
Product analysis #705852309: equipment used: vis (m-81805) as found condition: the solitaire x revascularization device was returned for analysis within a shipping box, a tyvek bio-pouch, a primary plastic bio-pouch, and a secondary plastic bio-pouch. Damage location details: no bends or kinks were found with the solitaire x pusher. However, an unknown wire with tubing material was found wrapped around the entire length of the pusher. The stent was found still attached to the pusher. The solitaire x stent working length struts were found constricted with wire and tubing material. Testing/analysis: the wire was examined under magnification. The entangled wire was found to be rounded with an outer diameter (od) of 0.0021¿. Additional testing: the second apro-70 catheter (pli-40) used in the event was dissected and found to be constructed using a rounded wire. The rounded wire od was measured to be 0.0021¿. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance¿ and ¿kink/damaged¿ report was confirmed as a wire was found entangled on the solitaire x stent. It is likely the wire originated from the apro-70 catheter (pli-10 used in the event based on the dimensions of the wire entangled with the solitaire x stent and the dimensions of the second apro-70 catheter inner wire (pli-40). Damage can occur if the solitaire x revascularization device is retrieved against resistance damaging the catheter inner liner, exposing the inner wire. Possible causes of ¿resistance during retrieval¿ include use of an incompatible catheter, catheter damage, patient vessel tortuosity, or user does not maintain continuous flush. The patient¿s vessel tortuosity was ¿normal¿. In addition, the apro-70 catheter is compatible with the solitaire x revascularization device. However, the apro-70 catheter used with the solitaire x revascularization device (pli-10) was not returned. Therefore, the cause of the resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) stating that the cause of the solitaire resistance and apro catheter collapsing is unknown.

Manufacturer narrative:
Refer to manufacturer's report 2029214-2023-02050 and 2029214-2023-02048 for details pertaining to the reportable related event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID apro-70-132 (ma23-039); implant date n/a; explant date n/a; product ID sfr4-6-40-10 (b501132); implant date n/a; explant date n/a; product ID apro-70-132 (ma23-039); implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an apro catheter collapse, another apro catheter encountered resistance and two solitaire stents encountered resistance and damage.  The patient was undergoing surgery for treatment of an ischemic stroke in the right m1. The baseline and post procedure condition scores (nihss, mrs, and tici) are unknown. It is unknown if intravenous tissue plasminogen activator (tpa) was contraindicated. The number of passes taken with the device are unknown. It was noted the patient's vessel tortuosity was minimal. It was reported the patient infarcted the area of concern as a result of this event. It was reported that on the 3rd or 4th pass the first apro catheter collapsed under vacuum and had to be removed. The physician went back in with another apro catheter and solitaire.  The second apro catheter was placed at distal right internal carotid artery (ica), phenom fg15160-061501s placed past the clot in right m1, the wire was removed, the first solitaire 6x40 (lot #b501132) would not exit the protective sheath and enter the apro catheter, that device was removed, the second solitaire 6x40 (lot #b562040) advanced to the clot and upon removal of the solitaire from apro had resistance and the solitaire was damaged severely. It was reported catheter resistance occurred during the delivery process of the procedure with the first solitaire (lot #b501132).  The vessel was not tortuous. There was resistance at the sheath and at the catheter hub. The rhv was loose during delivery. The sheath was secured in the hub of the microcatheter.  It was reported the second solitaire (lot # b562040) encountered resistance during retrieval. The vessel was not tortuous. There was resistance in the proximal section of the catheter. The solitaire (lot # b562040) was damaged during the procedure in the proximal end. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a zoom 0.088 sheath, phenom 160 cm 0.027 microcatheter, and aristotle 0.024 guidewire.

Manufacturer narrative:
Corrected information regarding clot in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the solitaire wasn¿t the cause of infarct. The clot caused the infarction.